Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a black image on the screen. The issue was found during a therapeutic laparoscopy procedure and was completed using a similar device. No delay and no patient harm were reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The video cable is broken and therefore the image is not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had a black image on the screen. The issue was found during a therapeutic laparoscopy procedure and was completed using a similar device. No delay and no patient harm were reported.